Manufacturer narrative:
Date of birth: 1932. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that the patient died. In (B)(6) 2011, the patient presented with silent ischemia and was referred for cardiac catheterization. The target lesion was located in the 1st obtuse marginal (om) with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.8 mm. Following pre-dilatation and placement of a 2.75x16mm promus element ¿ drug-eluting stent, resulting in 5% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was presented with decompensated heart failure with orthopnea and edema of the lower extremities and was hospitalized on the same day. Patient's diuretics was reduced 2 weeks prior due to hypotension. The patient's cardiac enzymes were found to be elevated and the site reported an event of myocardial infarction (mi). Electrocardiogram (ECG) was performed with the type of myocardial infarction is unknown and paced sinus rhythm interrupted by short bursts of supraventricular tachycardia followed by a pacemaker. Chest x-ray revealed decompensated cardiomegaly with bilateral pleural hypertension and vascular overload. On the same day ultrasound revealed insignificant pericardial separation, mitral-aortic sclerosis, impaired lv diastolic function and tricuspid flow not obtained. During the course of hospitalization, the patient was noted with severe acute renal failure with urea at 232 mg/dl, creatinine at 4.66 mg/dl and was treated with megalasix with slow and very slight improvement but respiratory fatigue was present. In (B)(6) 2015, the patient died due to end stage left ventricular heart failure complicated by multi-organ failure including renal failure. Death certificate would not be available. Autopsy performed remains unknown.